Event description:
Tip of panalock needle broke off while a surgeon was suturing pt's right shoulder. (Rotator cuff repair). Sterile field and room searched, wound re-explored, and x-ray taken to locate the needle. Per x-ray, needle was not seen in the room.